Event description:
It was reported on (B)(6) 2024, the uss swizel stick driver broke into multiple pieces intraoperatively. The device was broken beyond repair and the product was discarded. The procedure was completed successfully with no surgical delay. No additional medical intervention required. Patient status is unknown. This report is for one handle for hook or screw holder this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: e1: initial reporter is j&j company representative h3, h4, h6 investigation summary the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that '388.621, handle for hook or screw holder has handle broken into pieces. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the handle for hook or screw holder would contribute to the complained device issue. Based on the investigation findings, the handle has broken because of unintended force, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part # 388.621 synthes lot # h342304 supplier lot # h342304 release to warehouse date: 18 jul 2017 supplier : (B)(4) no ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.